Manufacturer narrative:
(B)(4). Though patient weight and other relevant history were requested, only the date of birth and gender were provided. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device #1 proglide, is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the device was returned without its plunger/needle assembly, anterior and posterior cuffs, link, suture and posterior needle tip limiting the scope of the investigation. Analysis of the returned device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal for a deployed device. During testing, a proxy plunger was used to test for proper needle trajectory. The test was successful with both needles entering their respective foot pocket. A cuff miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Based on the investigation findings, the reported needle to cuff miss could not be confirmed and no root cause could be determined. No manufacturing or product quality deficiency was detected that would contribute to the reported cuff miss. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional stenting procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed and a second proglide was attempted but also resulted in a needle-to-cuff miss. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.